Event description:
(B)(4).

Manufacturer narrative:
Another device from the same lot (10506) was implanted at a different user facility on (B)(6) 2014 and no adverse events have been reported for this patient. The device history record (DHR) for lot 156 was reviewed and no deviations were found. Special attention was paid to the following processes: incoming inspection of short tube and windows; blowing test first and second welding; leak test results from first and second leak test; sterilization process records. Review of MDR, customer complaints and RMA history was carried out and no issues which may be a source of a device problem were found. The device was explanted from the patient on (B)(6) 2014 and visioncare has requested that it be returned to them for investigation.